Manufacturer narrative:
Lock bar strut.

Event description:
It was reported by service report that the chair had a broken lock bar strut together with a displaced locking mechanism. No pt involvement or adverse consequences are reported.